Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the left ventricular lead exhibited a loss of capture. A chest x-ray was performed which revealed the lead was dislodged. On (B)(6) 2016 the lead was capped and the left ventricular port was plugged. No additional information was reported.